Event description:
It was reported by the customer that a pyxis anesthesia es system encountered an issue where drawer 1.7 failed to open. The customer had tried to recover the drawer but the issue persists. This incident resulted in a delay in patient care and confirmed that there was no harm to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the mini drawer 1.7 malfunctioned due to an obstruction resulting from an excessive accumulation of medications within the drawer. Field service engineer stated that there was delay in dispensing the medication to patient. Further, cleared the jam in mini drawer 1.7 to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.